Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and reload. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil was bowed and the knife bar assembly was buckled. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Due to the observed damage, functional testing of the loading unit could not be performed. The returned products as received by medtronic were found to not meet specifications and due to the sheared teeth on the instrument firing rack and damaged loading unit, the reported condition was confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, while using the device they heard a cracking noise when they activated the device. When the device was removed from the patient, they noticed the cut was done on all the line but the stapling was done partially. They had to convert the procedure to an open procedure. The patient lost blood and required a transfusion.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.